Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched in the medical/surgical care area. It was reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom door not fully latched alarms, determined to be caused by cracks in the threaded insert boss in the front case. The insert boss mounts the pumping mechanism into the front case; the cracks allowed for material separation between the front case and mechanism assembly, resulting in excessive force to close the door, resulting in the alarms. The failed front case assembly was replaced.